Manufacturer narrative:
The event occurred from (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were at least three instances where the tubing of a clearlink continu-flo solution set could not be primed. This event occurred during setup. The customer could not perform the initial prime at all. The customer tried to open the caps, checked the bags to make sure they were completely spiked, made sure the regulator flow roller was not activated, and that all of the clamps were off. The customer also tried to put pressure on the bag itself to see if that would get the flow started, but it did not work. The sets were being used on a pump. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.